Event description:
On (B)(6) 2013, it was reported that the check button on the patient's infusion device was not functioning. The device displayed e8 (power interrupt), but the patient was unable to clear the message due to the button not functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The buttons passed the optical and functional investigation successful and comply with the product specification. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The problem mentioned by the customer could not be reproduced.